Event description:
Cormet revision.

Manufacturer narrative:
(B)(4). Pt notes, medical history, device details, explant, x-rays to be requested so incident can be investigated. Device history to be reviewed.